Manufacturer narrative:
Event caused by operator error. Corrective action consists of a 'time out' to verify patient's name, plan, and treatment settings.

Event description:
Two pts with similar procedures (mammosite) were being treated with a microselectron hdr. First pt correctly treated, second pt treated with the same plan as the first. Second pt only under dosed by 0.5%. Their treatment plans were allegedly the same. Event caused by operator error.